Event description:
Pt was seen in the ER after a motor vehicle accident. Pt had a head injury and possible internal trauma. Pt went for cat scans. During CT, technical difficulties were encountered. Review of CT scan notes "technical failure and follow-up films through the abdomen were delayed up to 25 mins." Pt unstable, went into distress during delay and was returned to ER. Pt coded there and expired.